Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. On (B)(6) 2015 a por occurred; deliveries never resumed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Pump completed 24hr duration testing with no por¿s or eaw¿s. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 550mg/dl with large ketones and nausea. The reporter stated that they called the patient's healthcare professional and received phone advice on how to treat with alternate insulin method which was insulin via injection. It was reported that the patient's symptoms diminished with injections. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd match active basal program total or are as expected and the basal history matches the active basal program settings. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.